Manufacturer narrative:
Initial reporter address 1: (B)(6). Device evaluated by MFR.: the device was returned for analysis. Visual inspection shows, only the main coil was returned, and it was observed that it was stretched and the interlocking arm was detached. Microscope inspection was performed and under microscope it was observed that the interlocking arm of the main coil was detached.

Event description:
Reportable based on device analysis completed on 26 jan 2023. It was reported that the coil was damaged. The target lesion was located in the moderately tortuous and non-calcified internal iliac artery. A 4mm x 12cm idc coil was selected for use. During unpacking, it was noted that the distal port of the device was stretched. The device was not placed inside the body and the procedure was completed with another of the same device. No complications were reported. However, returned device analysis revealed the interlocking arm was found detached.